Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure performed by another surgeon, the patient has experienced monocular diplopia and significant nausea/unsteadiness. It was reported the patient's left posterior cornea is irregular centrally and high. The iol is also displaced inferiorly due to what looks like a superior ac tear and zonulodialysis. Additional surgery has not been performed.